Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a manufacturer representative (rep). It was reported that the patient saw an out of regulation (oor) message on the patient programmer, experienced a return of tremors on their left side, and felt a "tight feeling" along the extensions that made it difficult to move their head freely; bowstringing was reported. There were no environmental / external / patient factors that may have led or contributed to the issue. There were no actions/interventions taken to resolve the issue at the time of this report as the patient was scheduled to see their neurologist to test impedances. The issue was ongoing. Additional information received ten days later via a representative reported actions/interventions involved the neurologist testing the impedance (only to 0.7v). The programmed contact was >10 ,000. The neurologist reprogrammed on another electrode and was going to monitor the results. The representative was not aware of any actions that were made to resolve the bowstringing. The cause of the out of range (oor) and return of tremor was due to high impedance on the programmed electrode. The cause of the bowstringing remained unknown. The representative was not aware of any diagnostics performed for the bowstringing. The patient's indication for use was parkinson's disease.